Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif. It was re ported that during the implantation of the cage, the tip of the inserter sheered off. X-rays were taken to confirm there was no retained foreign body. The cage was still able to be implanted appropriately. There were no patient symptoms/ complications.

Manufacturer narrative:
H3: product analysis : part # nav4680003 : lot # em22h003 visual and optical inspection confirmed the tip of the interbody inserter has broken. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.